Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the patient was implanted with the spinal cord stimulation because she has pain from her lower back and down her right leg into the foot. The patent also has pain on her let side from the neck to the hand. The spinal cord stimulator never provided stimulation to the right foot since it was implanted, despite being programmed multiple times. The patient met with their health care provider on (B)(6) 2018 for injections in her lower back to control her leg pain since the spinal cord stimulation has not helped. The patient stated that the spinal cord stimulation was not really helping her pain. The health care provider believes that the lead was never placed in the correct position. The health care provider wants to surgically replace the implantable neurostimulator and lead with a competitor¿s device. The surgery is scheduled for (B)(6) 2018. There were no further complications reported. The patient¿s medical history includes having ¿quite a few¿ surgeries prior to having the spinal cord stimulation device.

Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead; product ID 977a290, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative regarding the patient. It was reported that the manufacturer representative spoke with the patient on (B)(6) 2018. The patient reported that she was going to set up an appointment with her pain clinic and call the manufacturer representative back with the date; however, the patient has not called the manufacturer representative back. There were no further complications reported or anticipated.